Manufacturer narrative:
The technician found the brake caster is worn. The technician replaced the brake caster to resolve the issue.

Event description:
The technician reported that the brake is not holding. No pt injury reported.